Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air bubble identified after 4 to 6 hours of the parenteral treatment. The pump had returned from maintenance when the issue occurred. The issue occurred on several occasions with 4 patients. The cadd solis vip pump was used with cadd administration sets, but the customer was unsure of the lot numbers. Lot numbers 378 0549, 381 5230, 382 3337 were provided for the administration sets. There were no reported adverse events for any of the 4 patients.